Event description:
Reporter alleged obtaining the results of 55 mg/dl and 135 mg/dl back to back within 10 minutes on the aviva system. Reporter sated that he was able to self-treat with juice for the low reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.